Manufacturer narrative:
Other text: b3: date of event and d4: UDI number, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking fluid. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the following: device received in poor condition, front cover and enclosure has multiple dents and scratches, pole clamp discolored, line cord faded and worn, quick connect corroded, water tank cracked on all four corners, outdated printed circuit board (pcb) and power switch, and the enclosure was cracked under quick connect. Functional testing found the device was leaking from water tank cover and enclosure under the quick connect. Complaint was confirmed. Root cause was attributed to the cracked water tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.